Event description:
Stent fracture/thrombosis: the target lesions were the distal rca pda, the proximal and mid lad, and the high-lateral (aha3-4, 6-7 and high lateral). The lesion at aha3~4av was a de-novo, concentric, bifurcated and thrombotic total occlusion lesion. Aha/acc classification of the vessel was type c. The vessel length was 40mm and the vessel diameter was 3.5mm. The lesion at aha6~7 was a de-novo, eccentric and bifurcated lesion. Aha/acc classification of the vessel was type c. The vessel length was 40mm and the vessel diameter was 2.75mm. The lesion at high-lateral was a de-novo, eccentric and bifurcated lesion. Aha/acc classification of the vessel was type c. The vessel length was approx 25mm and the vessel diameter was approx 2.5mm. In 2007: treatment for aha3~4av was conducted. It was an emergent case due to an ami. Pre-dilation with a balloon (2.5/15mm) was conducted at 10atm for 30sec. First cypher (2.5/23mm) was implanted at 16atm for 30sec at distal end of aha3~4av. Then 2nd cypher (3.5/23mm) was implanted at 14atm for 30sec proximal to the 1st cypher, overlapping it. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was measured, but the measurement value was unk. Seven months later: treatment for aha6~7 and high-lateral was conducted. It was an elective case. Pre-dilation with a balloon (2.25/15mm) was conducted at 14atm for 30sec. Firstly, 3rd cypher (2.5/28mm) was implanted at 12atm for 30sec at aha7. Then 4th cypher (2.75/23mm) was implanted at 12atm for 30sec at aha6, proximal to the 3rd cypher, overlapping it. Finally, 5th cypher (2.5/28mm) was implanted at 12atm for 30sec at high-lateral. Post-dilation (kbt) was conducted with a balloon (3.5/8mm) at 20atm (time unk) and a balloon (3.0/14mm) (pressure and time unk). Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 1 and 3 after the procedure. Act was not measured. In 2009: the pt had chest discomfort. The next day: the pt had no symptoms on his follow-up examination. Cag was conducted and thrombus was observed from proximal edge to inside the implanted cyphers at aha6~7. Circumferential stent fracture was also observed at distal portion of the implanted 3rd cypher at aha7. To treat the thrombus, heparin 10,000u was administered, aspiration and poba with 2 balloons (aha6:2.5mm, 22atm/30 sec, aha 7:2.0mm, 14atm/30sec) were conducted. To treat the stent fracture, cypher (2.5/28mm) was implanted inside the cyphers at aha6~7. Then, the pt was applied an iabp and admitted to an ICU. As of the following month, the pt was still in the hospital and was moved to the general ward from the ICU. The iabp was removed on f/u examination. It was reported that the intervention for thrombus/fracture was successful.

Manufacturer narrative:
Physician's comment: the possible cause of the thrombotic event was dehydration due to heavy physical exercise and taking sauna on the previous day and effect of the cypher stent fracture. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt. This product is distributed outside the united states, but is similar to us distribution stent delivery system.